Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. A visual inspection revealed a very tiny white particle in the bag. The reported condition was confirmed. The root cause was not determined. Should additional relevant information be received, a follow-up medwatch will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
It was reported that a 500ml eva bag bag was identified with small particles floating in the solution when filled with parenteral nutrition using a 0.2um filter. Exact quantity is unknown. There was no patient involvement.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is returned for evaluation, or if additional relevant information becomes available, a follow-up report will be submitted.